Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-mar-16 reported they were the initial reporter as they reported this event. Rep was in this case and saw the disconnected catheter connector, and decided that this needed to be reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving morphine 20mg/ml for a total dose of 1.0mg/day, bupivacaine 10mg/ml for a total dose of 0.5mg/ml, and clonidine 5mcg/ml for a total dose of 0.250mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that patient never got pain relief from new pump. It was noted pump was implanted on (B)(6) 2015. It was noted that patient switched providers and healthcare professional elected to check the catheter. It was discovered that the sutureless connector had come detached. It was noted no known falls or trauma lead, caused, or contributed to the issue. A dye study was performed today ((B)(6) 2017) and showed the connection to be off of the pump. A revision occurred and replacement of the sutureless connector. It was noted that the issue was resolved at time of the report and patient's status at time of report was "alive-no injury." It was noted that surgical intervention occurred and the connector was replaced. Patient's medical history included non-malignant pain. Event date was (B)(6) 2015. No further complications were reported/anticipated.